Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. It was reported that as the device was being advanced through a 24 fr gore® dryseal sheath, resistance was noted. According to the report the patient had extremely tortuous anatomy, including a 90-degrees turn in the iliac artery, however; the diameters of the access vessels were reportedly within the gore® tag® thoracic endoprosthesis instructions for use. It was reported the device was advanced into position and deployed without issue. During removal of the delivery catheter resistance was again encountered. It was determined the sheath had kinked and the leading olive had separated from the remainder of the catheter and was trapped within the sheath. The leading olive and sheath were removed together from the patient. The procedure was completed with no further issues, and the patient tolerated the procedure. It was reported the cause of the leading olive separation was due to the sheath becoming kinked during the advancement of the delivery system through the patient¿s highly tortuous anatomy.

Manufacturer narrative:
Concomitant: patient medications include tylenol, naproxen, amiodarone, atorvastatin, metoprolol, pantoprazole, potassium chloride, risperdal, simethicone, tamsulosin, multi vitamin concentrate intravenous infusion, lasix and ferrous sulfate. Refer to the evaluation summary below for the results of the engineering evaluation. Evaluation summary - the delivery catheter and leading olive were returned to gore for evaluation. During the investigation, it was observed that the leading end of the delivery catheter was indicative of necking and breaking of the dual lumen. The leading olive was separated from the remainder of the delivery catheter. The root cause for the leading olive detaching from the delivery catheter was the retraction of the catheter against resistance.